Event description:
It was reported that medical attention was sought on (B)(6) 2017 at 10:00 am after receiving higher than normal blood glucose readings from her prodigy diabetes meter. The end user experienced dizziness accompanied with high blood glucose readings of 545 mg/dl and 575 mg/dl. The end user was taken to the ER and upon arrival her blood glucose was 283 mg/dl. The caller stated that no treatments were administered and there was no additional testing as well. After 7 - 8 hours at the ER the end user was discharged with a blood glucose reading of 283 mg/dl. She was instructed to follow-up with a cardiologist. No additional details were provided in relations to this medical event.